Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The current item was used in association with the avantage impact plate, ref 110028874, lot 191750, which is involved in the recall zfa 2018-00374. Please note that no devices involved in the recall had been delivered to the USA. Products were returned to zimmer biomet. An analysis was performed by the research and development team and the galling issue was confirmed on the avantage impact plate. The root cause was assessed as a design issue of the avantage impact plate. A corrective action was initiated on the avantage impact plate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during a workshop in order to know how to use the instrument, the following event occured: the avantage straight impact plate get stuck in the curved handle. The avantage straight impact plate thread as well as the avantage curved handle shaft thread could not be disassembled. No patient or healthcare professionals were involved.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a workshop in order to know how to use the instrument, in some items defects have been detected. The avantage straight impact plate get stuck in the curved handle . The avantage straight impact plate thread as well as the curved shaft thread could not be disassembled . No patient or healthcare professionals were involved.